Event description:
Report received of cassette alarms resulting in delay in therapy. The customer reports that a pt was receiving a levophed drip at 45cc/hr (12mcg/min). The drip was being changed from an unspecified plum single channel pump to a plum xl three channel pump. When the cassette was placed in each of the three channels, the cassette alarm would occur. When the cassette was placed back into the single channel pump the levophed drip infused without the cassette alarm occurring. During the alarm condition and changing the tubing set to the different channels, the pt was off of the levophed drip. The pt's systolic blood pressure decreased from the low 100's to 63mmhg "in less than two minutes." The pt's blood pressure steadily came up 30 seconds after the levophed was resumed via the single channel pump. The pt's other vital signs did not change while off of the levophed. Additional pt info was requested, but no further info was available.